Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and it was determined that the cause of the reported issue was due to corrosion. The corrosion caused the 24 volt line to become electrically shorted. The cause of the corrosion could not be conclusively determined.